Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-oct-2025. Investigation summary: bd received 200 samples and 2 photos for investigation. Evaluation of the photos indicated damaged tubing. Out of the 200 returned samples, fifty were visually inspected, and no damaged tubing was found. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for damaged tubing based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of units exhibited blood leaking from the tubing. One (1) patient required recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of units exhibited blood leaking from the tubing. One (1) patient required recollection. No adverse impact was reported regarding the patient or user.